Manufacturer narrative:
The customer reported the extended expiration date of the lot number but was unable to provide the lot number. Therefore, see below for lot information. Expiration date: 12/20/2023. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.

Event description:
A report from another manufacturer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6)2023. Repeat testing was performed on the (B)(6)2023 which generated a negative result. Additional testing was performed (at the walgreens) on the (B)(6)2023 with an unknown brand (platform - unknown) which generated a negative result. The customer stated the patient started taking paxlovid and symptoms started going away on (B)(6)2023. The customer stated the patient surgery got cancelled due to false results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The customer reported the extended expiration date of the lot number but was unable to provide the lot number. Therefore, see below for lot information. Expiration date: 12/20/2023. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
A report from another manufacturer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023. Repeat testing was performed on the (b)6) 2023 which generated a negative result. Additional testing was performed (at the walgreens) on the (B)(6) 2023 with an unknown brand (platform - unknown) which generated a negative result. The customer stated the patient started taking paxlovid and symptoms started going away on (B)(6) 2023. The customer stated the patient surgery got cancelled due to false results. No additional patient information, including treatment and outcome, was provided.